Event description:
It was reported that the patient¿s IPG had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (b)(6)2026 wherein the IPG was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.